Event description:
A physician reported a pt who was treated on 11/24/98 into the lip and smiles lines. The pt left the office with swelling in the right side of the top lip. Nine hrs after treatment the swelling was 300% and continued to swell for 3 days after. On 11/25/98, the physician prescribed oral clarantyne (antihistamine), which was not effective. On 12/4/98, the physician changed the antihistamine to telfast 180. The swelling then started to subside. On the fifteenth day, the swelling was about 150% with redness and lumpiness. The symptoms were considered product related.